Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/ modem failed incoming testing and was unable to charge a battery pack. The charger was sent to the supplier for further investigation, a supplemental report will be sent upon completion of the root cause investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a charger was unable to charge a battery pack.